Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to suspected clot in the patient's pump. Technical service representative reviewed the log files and during analysis reported that the device was operating as expected, and elevated power was observed on(B)(6) 2018 between 13:25 - 13:28 & again on (B)(6) 2018 between 13:40 ¿ 13:50. No further information provided.

Event description:
Additional information provided by the vad coordinator indicated that the patient had been having low flow alarms as a result of outflow graft thrombus. The elevated powers were a result of this. The patient¿s ldh was at 327 u/l. An echocardiogram performed on (B)(6) 2018 revealed a left ventricular ejection fraction decreased at 10-15% and left ventricular size appeared moderately dilated. No pericardial effusion, thrombus, mass or vegetation noted. The patient¿s lvad was deactivated on (B)(6) 2018. No flow noted throughout the cannula or return cannula. As of (B)(6) 2018, the patient was stable and still hospitalized

Manufacturer narrative:
Manufacturing evaluation conclusion: no product was returned for evaluation. The report of suspected thrombus could not be confirmed. The submitted log file captured elevated powers on 06aug2018 and 07aug2018. These elevations were both associated with pi events. No atypical alarms were captured and the pump speed remained above the low-speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.